Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right atrial(ra) lead revision procedure on (B)(6) 2021. After lead examination and fluoroscopy testing, it was noted that the ra lead had dislodged. The physician decided to explant the lead. The ra lead was instead capped and replaced on (B)(6) 2021 as explant procedure was not possible. The patient was in stable condition before and after the procedure.